Event description:
The customer reported the ventilator would not power on.the manufacturer's service technician verified the customer reported problem, and noted a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply as a result of the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.